Manufacturer narrative:
Added related report numbers to h10. Updated b4, g3, g6, and h2.

Manufacturer narrative:
Updated b4, g3, g6, and h2. Corrected h6 type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. During visual evaluation the crimp balloon was observed to be torn at the I/c bond location. No other abnormalities were noted. Due to the nature of the complaint, no applicable functional testing was able to be performed. Double-wall thickness measurements of the crimp balloon were taken, as an out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. The measurements were found to be within specifications. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The torn balloon was confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR and lot history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, during the procedure, the team was unable to advance the commander delivery system and crimped valve through the sheath, as the valve strut got caught and punctured the sheath strain relief at the end of the hub location. Consequently, it is possible that additional device manipulation was applied to remove the delivery system with crimped valve through the hemostasis valves within the sheath hub and/or loader tube (potentially resulting from non-coaxial alignment due to steep insertion angle), which may have caused the crimp balloon to weaken and tear at the inflation/crimp balloon bond. As such, available information suggests that procedural factors (possible non-coaxial withdrawal with crimped valve, device manipulation) may have contributed to the reported event. However, a definite root cause was unable to be determined.

Event description:
As reported by our affiliates in the united kingdom, it was a case of an implant of a 26 mm sapien 3 ultra resilia valve, in aortic position by left transfemoral approach. During the procedure, the esheath was inserted at a steep angle. It was not possible to advance the delivery system through sheath. The delivery system became stuck in the blue portion, and the valve frame was damaged. Consequently, the entire system was removed as a single unit. A new kit was prepped, and the valve implant was successful. The patient was in stable condition with no injury. As per procedural fluoroscopy video provided, it appears that the valve frame damage caused a puncture in the esheath. As per pre-decontamination evaluation, a balloon tear at the I/c bond was observed.

Manufacturer narrative:
Investigation is ongoing. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-07868 and 2015691-2025-07869.